Manufacturer narrative:
The green stapler 30 reload has not been returned for evaluation. Therefore, the root causes of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the green stapler 30 reload is returned (post failure analysis evaluation) or if additional information is received. The site¿s system logs were reviewed with a procedure date of (B)(6) 2018. The system logs reveal that two green stapler 30 reloads (lot #10171102-0141 and m10160328-0093) had partial fires. The partial fires occurred during the 7th and 8th firings of the stapler 30 curved-tip instrument. There were zero incomplete clamps in nine attempts during the procedure. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, the stapler 30 curved-tip instrument allegedly misfired two times with a green stapler 30 reload installed. The staple line was inspected and appeared to be only partially transected. Due to the alleged issue, the surgeon over-sewed the staple line with stitches as a precaution. However, at this time, the root cause of the customer reported failure mode is unknown.

Event description:
It was initially reported that during the da vinci-assisted surgical procedure, a stapler 30 curved-tip instrument allegedly misfired two times with a green stapler 30 reload installed. As a result of the alleged issue, the surgeon had to apply a stitch. On 03/07/2018, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following additional information regarding the reported event: the csr was not present during the da vinci-assisted surgical procedure. The csr indicated that when the surgeon attempted to fire a stapler 30 curved-tip instrument with a green stapler 30 reload installed, a system error was generated related to a possible exposed blade. The staple line, which was on bronchus tissue, was inspected. The rows of staples along the staple line appeared to be complete and intact. However, the staple line was not fully transected. The surgeon fired a second green stapler 30 reload and the same misfire issue occurred. The staple lines were complete but the transection was incomplete. As a precaution, the surgeon oversewed the staple line with stitches which were placed robotically. The case was also completed robotically. No post-operative complications have been reported to his knowledge.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received a green stapler 30 reload involved with this complaint and completed investigations. The reload was found to have an exposed component. The exposed component was located at the proximal end of the reload. Some of the staples on the reload were not fired. The reload blade was inspected and no damage was found. The known common cause of this failure is due to mishandling/misuse. Isi also received the curved-tip stapler 30 instrument involved with this complaint. The instrument was able to pass initialization during failure analysis. The instrument passed clamp and fire function tests with no issues. No physical damage was found at the wrist. Further analysis of system logs showed firing failures due to hi-torque. Based on the current information provided, this complaint will remain reportable due to the following conclusion: during the da vinci-assisted surgical procedure, the stapler 30 curved-tip instrument allegedly misfired two times with a green stapler 30 reload installed. The staple line was inspected and appeared to be only partially transected. Due to the alleged issue, the surgeon over-sewed the staple line with stitches as a precaution.